Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information flow transducer test failed during pre-use check and pressure transducer printed circuit boards (pcb), have been pointed as defective. The customer declined repair due to high cost. Pressure transducer pcb measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure thus giving a linear measurement in the range -40 cmh2o to +160 cmh2o. The reported issue was confirmed in provided device's logs. The claimed parts were not available for further analysis. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to pressure transducer printed circuit boards (pcb), monitoring printed circuit board, expiratory channel and expiratory channel connector.

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).